Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The igbt pcb (snubber) was evaluated and replaced. The lemo receptacle was also evaluated and replaced. A filament calibration was also performed after re-seating the high voltage cables in the x-ray tube. The system was tested and found to be working as intended and returned to service.